Event description:
About 10 minutes into a tonsillectomy case a connection point between two megadyne grounding pad cords started smoking. Smoking occurred at the connection of two grounding pad cords; one cord was plugged into the grounding pad and the other into the pulsar generator. Case was completed with standard cautery and a different grounding pad. No patient impact or injury. Biomed at the facility tested the pulsar generator and found no issues (generator performed as intended).

Manufacturer narrative:
(B)(4). Evaluation method/result/conclusion: device discarded therefore unable to be returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.